Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. The device evaluation identified the following reportable malfunctions: damaged fiber bonding in the outer tube area (distal end), a broken video cable, and a resulting purple image. The investigation did not identify a root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope had image flicker. The issue occurred during inspection for use. There were no reports of patient involvement.